Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer advised tech service the right head tube bearings are broken.